Manufacturer narrative:
This complaint was from a medwatch report filed by a patient who gave no contact information. Hence, it was not possible to follow up in any way.

Event description:
Had 3 ect treatments. Claims more suicidal, anger, memory loss and labored breathing.